Event description:
A hospital reported an incident regarding a patient's freestyle mini meter. A patient visited the hospital to have the meter checked and the diabetes nurse recognized that the unit of measurement stored in the meter was incorrect. The patient had experienced 3 incidents of hypoglycemia due to mistreating based on readings obtained in the incorrect unit. Paramedics had been called to treat the patient. No hospitalization was required. The customer did not observe any error messages displayed and did not notice any of the other settings changing. The meter is one where the customer could inadvertently change the units of measurement.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and original panasonic battery voltage could be recorded as meter turn on. Return batteries gave a voltage of 3.010 v. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was received at mg/dl. Error (none) were observed in the error log indicating battery droop. Meter is operable.